Event description:
The customer stated that the architect analyzer generated one positive and one negative bhcg results on a patient. Results provided were 33.8 miu/ml (>/= 25.00 miu/ml = positive) / repeat result without recentrifuging the tube generated 1.2 miu/ml (</= 5.00 miu/ml = negative). The customer ran the same patient sample on a vista analyzer which also generated a negative result. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A review of the complaint records for architect total b-hcg, list number 7k78, lot number 23928jn00 did not identify any complaint trends relating to this issue. A review of labeling was conducted on the architect total b- hcg assay reagent package insert (g2-7769/r04). There are certain limitations associated with the architect total b- hcg assay which are currently outlined in the package insert under limitations of procedure section and carryover. Under the indications of reagent deterioration section the customer is recommended to follow troubleshooting information in the architect system operations manual, section 10. This section provides troubleshooting in relation to elevated and depressed concentrations for a single point. The architect total b-hcg, lot 23928jn00, was used a total of 578 times within the customers' laboratory. Results generated yielded both positive and negative results specific to the sample being tested, which indicates that architect total b-hcg, lot 23928jn00 kit is capable of accurately testing patient samples to provide results consistent with the clinical picture. Based on the results of this evaluation, the architect b-hcg, reagent lot 23928jn00, is performing as intended and no product deficiency or malfunction was identified.